Event description:
Ous MDR. After an implant duration of about 37 months, a low battery voltage was reported via home monitoring. Biotronik recommended to explant the device. No adverse pt side effects have been reported. The device was explanted.